Event description:
The customer contact philips healthcare to report that their "ECG cable is damaged". There was no patient impact.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.